Event description:
It was reported that the home patient (hp) received a system error 2267 on the homechoice (hc) during dwell 2 of 3, while the hp was connected. The unused supply line clamp was left open during the therapy. The technical service representative (tsr) assisted to retrieve the cassette. The tsr advised the hp to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is report for system error 2267, where the unused supply line clamp was open during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.